Event description:
It was reported that the patient fell day 4 post op in her nursing home and dislocated her hip. An attempt at a closed reduction was unsuccessful, but did cause acetabular shell to move. Surgery was performed to revise the dislocation and loosened shell. During revision procedure it was found that the 28mm head had dissociated from the articulating 42mm e1 bearing. No additional information was available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: mdr328238 and mdr328313. Reporter source: foreign: australia. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, as supplemental medwatch will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified a poly bearing, metal liner, metal shell and metal head exhibiting bio debris. No other information could be obtained from the image. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues: impression: right hip arthroplasty dislocation and possible acetabular implant loosening. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.